Event description:
The pedicle screw broke and was surgically removed. Pt outcome: the pt was in good condition at the conclusion of the procedure.

Manufacturer narrative:
Additional components associated with the event are as follows: catalog no.: 94640, screw, qty.= 2; 94735, screw, qty. = 1; 94039, rod, qty. = 2; 94000, set screw, qty. = 4.